Event description:
It was reported that during a semi-open colectomy, the firing force was higher than expected and the firing knob of a device loading the reported tcr75 did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Tab in unlocked position. The analysis results found that the tcr75 cartridge was received in good visual conditions and with no instrument. The reload was received with the 3 most proximal drivers up, and the swing tab in the unlocked position. In addition, the cartridge desk was noted damaged. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. No functional test was performed due the condition of the cartridge. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.